Event description:
Complainant alleged that while attempting to defibrillate a patient the device continued to switch from manual and AED mode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.